Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error code, which indicates that safety valve is detected as open without fulfilled opening conditions occurred during ventilation. Identification of issue has been done by analyzing problem description and service report. The printed circuit expiratory channel board was detected as faulty and its replacement is necessary. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).